Manufacturer narrative:
The initial reporter's occupation is 'other'. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain, failed back surgery syndrome, and chronic low back pain. It was reported that the patient had symptoms of overdosing on an unspecified date. It was then noted that the patient was feeling ok, but was afraid that she would be overdosing by 11am. No further complications were reported or anticipated.